Manufacturer narrative:
Other applicable components are: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported at the end of 2014 the wires and implant "moved and slipped" so they had to have surgery to "redo" them. Eight weeks after this the implantable neurostimulator (ins) flipped for a second time and would move and flip every time they coughed. The healthcare provider (hcp) wanted to move the device again, but the consumer decided to have everything taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.